Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and rising thresholds. In addition, the lead was oversensing and noise with a high number of short v-v intervals and non-sustained ventricular tachycardia episodes noted up device interrogation. The patient performed many isometric exercises but the noise could not be reproduced. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.